Manufacturer narrative:
H4: the lot was manufactured between july 30-31, 2024. The device was received for evaluation. A visual inspection was performed and observed that the bladder had been ruptured. The ruptured bladder was examined, and there were no signs of abnormality observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause for the bladder rupture could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred after injecting the medication, during filling process. There was no patient involvement. No additional information is available.